Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: dtba2d4 ICD, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that during use of device/lead or device system (ipg/ICD and/or lead[s]) the patient experienced hematoma at suture site. In-patient hospitalization, and drainage of the hematoma performed. The device system (ipg/ICD and/or lead[s] remain in use, and no patient complications have been reported as a result of this event. The patient is a participant in the panorama ii clinical study.